Event description:
Report received from the USA stating that the cutter could not be inserted into the device. The device was used in surgery. There were no pt or user injuries reported. It is unk if medical intervention or a delay in surgery occurred. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "cannot insert cutter" could not be confirmed. However during service and repair, device failure were found but were not related to the reported event. If additional info is received, a supplemental report will be submitted.